Manufacturer narrative:
The reported observation of low impedance on multiple electrodes was confirmed when referencing the ipg daily system impedance log but was not duplicated during analysis. The root cause was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity; and all test steps passed. This test also includes impedance testing across all electrodes and the ipg can in the range of 100 ohms up to 8250 ohms. There is sufficient labeling concerning the proper procedures that shall be used when performing an MRI and also the potential adverse events that can occur during an MRI.

Event description:
It was reported that patient experienced uncomfortable stimulation due to automatic daily impedance checks. Troubleshooting was able to resolve the issue. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted.